Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient has had decreased vision. The surgeon also noted that the anterior and posterior capsules fused inferiorly and pushed the iol half a millimeter up. Additional information has been requested. There are two medical device reports associated with this event. This report is for the intraocular lens. The second report is for the associated product.